Manufacturer narrative:
All qc results prior to and following the date of the event were acceptable. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to the tpsa result from a cobas 8000 e 801 module. The initial tpsa result from the cobas e411 was 4.15 ng/ml. On (B)(6) 2019 the same patient sample was tested in another laboratory on a cobas e801 with a tpsa result of 2.97 ng/ml. The result in question was reported outside of the laboratory to the patient. The clinician decided that the tpsa result of 2.97 ng/ml was correct as it matched the patient's clinical picture. The tpsa reagent lot was 351074 with an expiration date of 31-dec-2019.

Manufacturer narrative:
Calibration data is acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.